Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). On (B)(6), 2013, the patient was prescribed a three week course of augmentin. As of (B)(6), 2013 the infection had resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.